Event description:
It was reported that the patient experienced pneumothorax and sternal pain post-implant. The patient required drainage of the thorax and extended hospital stay. The device and lead remain in use. No further patient complications have been reported as a result of this event. Patient is enrolled in the panorama ii study.

Manufacturer narrative:
Product event summary #geo event description: it was reported that pneumothorax was observed. Patient had sternal pain. Preliminary geo assessment: issue was procedure related. Preliminary geo conclusion: no system malfunction suspected. Product ID d364vrg, serial# (B)(4), implanted: 2015 (B)(6). (B)(4).